Event description:
During service, the pump failed with a failure code 808:02. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.